Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the leads and battery were changed and patient reprogrammed to new settings. Patient was doing well and no other adverse events reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that four months ago the stimulation changed and he had not felt relief. It was noted that the patient had been falling lately. Impedances showed the active lead with electrodes 8-15 was out of range. The physician ordered an x-ray and planned to replace the lead but surgery had not yet been scheduled. The issue was not resolved at the time of the report.